Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Customer's blood glucose (bg) was between 565-600 mg/dl. High bg was a result of the cartridge alarm. Customer administered a manual injection to address the high bg. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.